Event description:
In 2009, the pt states she is concerned because she has been getting elevated readings the last 2 weeks. Pt reports in 2009, she forget to bolus at breakfast and her reading was 400 mg/dl after eating. Pt states she did bolus 7 units of insulin in the next day with breakfast and the reading was still elevated. Pt reports she tested later and her blood glucose was 425 mg/dl. She states she took 3 units of insulin at that time. Patient reorts she tested several minutes later and her blood glucose was 373 mg/dl. Pt states she was near the end of her insulin cartridge, so she changed her insulin cartridge, infusion tubing and infusion site. Pt reports afterwards, her blood glucose has returned to normal. Pt's target range is 70-200 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device will not be returned.

Manufacturer narrative:
No product will be returned for evaluation.